Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Symptomatic.

Event description:
Cardiac perforation was reported. The perforation was discovered because of atrial non capture and the patient was symptomatic. The lead was repositioned.